Event description:
(B)(4). I did not want anymore children and went to my obgyn to see about tying my tubes or removal of my tubes and my doctor flat out refused only because of my age being (B)(6). She then mentioned essure and that was my only option. I have had horrible luck with marina and my doctor assured me it would not fall out and I would be fine... Every since I had essure implanted.. It has been nothing but hell! My hair keeps falling out.. I have excruciating pelvic pain. Sharp pains even going into my legs horrible lower back pain. Horrible acne on my face and on my inner thighs. Rashes on my inner thighs and I itch all over. I get constant headaches and have had to miss tons of work because of the device! My relationship with my fiance has gone down hill as we can not have an intimate relationship since sex is sooo painful. I currently have multiple cysts on both ovaries as well as possibly having endometriosis as well as possible migration of essure. I am now needing a hysterectomy to relieve myself from the pain! I was never tested for having a nickel allergy and was told the side effects were very uncommon.. I would have never gotten this device if I would have properly known how bad I would be hurting for 2 years!